Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that a patient was having difficulty breathing while on the device. The patient advised that the pressures do not feel the same on this vocsn as they do when they are on their other ventilator (manufacturer unknown) at home, despite the settings being the same. There was no patient harm outside of the reported discomfort as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
H6: ventec was advised by the reporter that the device will not be returned for evaluation. The reporter advised that they performed their own testing of the device and no discrepancies were observed. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.